Manufacturer narrative:
An event regarding instability involving an unknown baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records x-rays by a clinical consultant indicated: "x-ray prevision confirms progression of osteoarthritis in the other 2 compartments of a patient with a uni knee insitu; additional information needed such as operative reports, clinical past medical history, etc." Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that patient's left knee was revised from a medial uni knee to a ps total knee due to instability. Rep reported cause of instability was disease progression of patient's existing condition of osteoarthritis.